Event description:
A report was received that the patient aspirated after the trial procedure was completed. The physician pulled the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.